Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. The customer¿s blood glucose was 315 mg/dl. Customer to replace supplies to address the issue.